Event description:
It was reported during the implant procedure that the screw would not extend on the second attempt. The first attempt had unacceptable sensing and threshold and on reposition, the screw (helix) would not extend. The lead was not implanted. No patient complications have been reported as a result of this event (B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted, the lead was stretched and there was deformation/fracture of the inner coil which causes helix extension problems.